Event description:
It was reported that the ilet charger displayed a flashing indicator and the device did not begin charging until the user moved the charger to a different wall outlet, after which charging proceeded without issue. Customer care provided guidance on proper placement. Investigation of this case revealed successful resolution with use of an alternate power source and no device malfunction confirmed. No clinical symptoms reported during the event. Outcomes included no impact to health and no medical intervention. It was concluded that the event was consistent with an issue related to the original power outlet rather than a charger fault.